Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology. The following information was provided by the initial reporter, "box 382512 lot 9198719 that is reportedly sticky and some of the needles have an extra 'blob' on them. Box is weird, had sticky stuff on it and several have had an "extra blob" on top of the needles."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaint could not be confirmed and root cause is undetermined.

Event description:
It was reported that foreign matter was found before use with a bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology. The following information was provided by the initial reporter, "box 382512 lot 9198719 that is reportedly sticky and some of the needles have an extra 'blob' on them. Box is weird, had sticky stuff on it and several have had an "extra blob" on top of the needles."